Manufacturer narrative:
This is a supplemental report providing additional info regarding this incident. The surgeon provided additional info as follows: he does not attribute this incident to the use of the dura-guard tissue product and the pt is doing well.

Event description:
The surgeon used the dura-guard patch for a pt with a subarachnoid hemorrhage. The pt had a cranioplasty procedure performed using dura-gurad. Post-operatively, a pseudomeningocele, csf collection, was discovered and the surgeon had to reoperate this pt. On re-exploration, the surgeon found that the initial surgical site was leaking and was unable to identify where the leak was coming from. The surgeon put the pt's own fascia over the dura-guard patch. The pt has since presented with a headache. Fluid from the site was tapped and the culture was negative, sterile. He did note a leukocytic reaction in the area. The surgeon suggested that it may be an allergic reaction.